Event description:
It was reported that noise and oversensing were observed on stored egms. Decreased impedance and sensing were also noted. The lead was explanted and replaced. Patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 43cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.